Manufacturer narrative:
Based on the additional information received on (B)(6) 2023, the customer continued to observe the "coolant low" display error message on the thermogard ivtm system (sn (B)(6)), and requested service. The reported complaint of "coolant low" error message was not replicated during testing, and the thermogard console functioned as intended. However, as a precautionary measure, the coolant sensor block was replaced. Further functional testing revealed one led yellow sensor of the air trap block was illuminated, indicating that the coolant level sensor was not functioning as intended, unrelated to the reported complaint. The air trap block was replaced to address this issue. Upon visual inspection, observed a damaged top lid. The probable cause for the observed damage could be due to user mishandling. The top lid was replaced to address the observed issue. An event log data review was performed and revealed a tcmid:06 (ce post failure) error message on (B)(6) 2023, unrelated to the reported complaint. The observed error was not duplicated during the functional testing and likely cleared by the customer. The thermogard console passed functional testing with no issues, and the customer's reported complaint was not reproduced. Following service, the thermogard xp ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).

Event description:
On (B)(6) 2023, during device check, the thermogard console (sn (B)(6)) displayed a "coolant low" message even though the coolant level was at the top indicator line. The customer removed air in the coolant well, and the issue was resolved. The thermogard console was ready for clinical use. However, on (B)(6) 2023, the customer continued to observe the "coolant low" display error message on the thermogard ivtm system and requested service. No patient involvement.